Event description:
In 2009, the pt reported that the head of the piston rod fell out of the infusion device. She stated that she noticed the piston rod was not retracting and the infusion device was not making the "humming" sound. She continued to try to retract the piston rod and e10 (cartridge) error was displayed. She stated that the infusion device had not been exposed to water but she has noticed fogginess inside the cartridge compartment. She is unsure if the condensation is from water or insulin. She stated that she inserts cold insulin cartridges into the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.